Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting the monitor a patient, the device was unable to charge energy and prompted an inappropriate "change batteries" message. Complainant indicated that there was no patient involvement in the reported malfunction.